Event description:
A 3.5 x 23mm cypher stent was flushed with heparin. When the 3.5 x 23mm cypher stent was removed from its protective sheath the physician confirmed that the proximal end of the stent was flared, prior to inserting the product into the patient. Therefore, the physician complete the procedure with another cypher of the same size.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.